Event description:
The velocity catheter was used and it came apart. No other information is available.

Manufacturer narrative:
Device investigation: results: there is a break in the body of the shaft 34 cm distal of the hub. There is also a kink in the shaft where it exits the strain relief. Conclusion: the damage noted in the complaint is confirmed. The cause of this damage cannot be directly determined. The surfaces of the break show stretching and material deformation which implies that tensile force greater than the product specification has been applied to the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.